Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized six months ago for blood glucose levels over 300 mg/dl. The customer was taken off of insulin pump therapy after the event, and was now wondering if he should get back on the insulin pump. Advised that we cannot assist with that. Advised to apeak with his doctor. Nothing further was reported.